Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life was less than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed multiple low battery warnings and two replace battery alarms. There was evidence of short battery life in the black box. During testing, the pump powered on normally with the returned battery cap. The battery cap was unable to fully tighten to the pump. The coin slot on top of the battery cap was stripped. A power loss was not observed. A battery compartment crack was observed from thread area to case seal. The pump current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The battery life issue was observed in the black box history but was not duplicated during investigation.